Event description:
The customer originally returned their evis exera ii duodenovideoscope for routine maintenance. No report of patient involvement. During the device evaluation, it was discovered that the forceps elevator has foreign material, which indicative of insufficient cleaning. This MDR is being reported based on the device evaluation results.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, foreign material was discovered and determined to be the result of insufficient reprocessing. Additionally, the cover, distal end, and distal end adhesive all had cracks present. The forceps channel, control unit, and switch box all had scratches present. The forceps control lever was deformed. The cylinders, light guide lens, and connector were all discolored. The control knob was out of specification due to wear and tear on the angle wire. The bending tube was deformed. A pinhole was noted in the connecting tube. The adhesive on the lens was peeling. Corrosion was present around the arm, and the universal cord's coating was peeling. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to report source of the initial medwatch. The aware date should be (B)(6) 2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured based on the results of the investigation, the cause of the reported event is undetermined. However, the likely cause is due to reprocessing around the forceps elevator by the user after the procedure was insufficient. It is also likely that since the user did not conduct reprocessing immediately after the procedure, foreign material adhered to the forceps elevator was dried. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿3.5 manual cleaning: brushing around the forceps elevator and instrument channel outlet¿ "3.3 precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify, and it may be difficult to effectively reprocess the endoscope.¿ olympus will continue to monitor field performance for this device.